Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately low. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed that on an unspecified date/time she performed two blood tests on the subject device and reported values of "24 and 31mg/dl" which she felt were inaccurately low as compared to another meter (paramedics meter). The value(s) for the other meter was not provided. It is not known how the patient manages her diabetes or what actions she took regarding her usual diabetes management routine in response to the alleged issue. The patient did not provide any information regarding any symptoms of low or high blood glucose but did claim that the paramedics were called and when they arrived a blood glucose test was performed using their meter. The patient did not provide the blood glucose value obtained on that device and it is unknown what, if any, treatment the patient received. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the subject test strips were unexpired and stored correctly. The samples were obtained from the same approved source. A control solution test was not performed because the patient did not have control solution available. Replacement product was sent to the patient. Although it is unclear what (if any) symptoms the patient experienced as a result of the alleged issue, this complaint is being reported because the patient allegedly sought medical assistance from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
(B)(4): the test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.